Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he believed there was an insulin delivery anomaly with his insulin pump. The customer stated his blood glucose was 140 mg/dl. He reportedly checked to see how much insulin was in the insulin pump and it began to deliver 10 units of insulin. The customer stated he disconnected but it may have delivered a unit. During troubleshooting, it was explained to the customer that if he pressed the down arrow on the insulin pump past 0.0, it would deliver his maximum which was set to 10 units. The customer stated he had been doing this for awhile. The customer declined to perform the displacement test. He was advised to monitor the insulin pump. Nothing further was reported.